Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering from the dvi (digital visual interface signal) output port caused by the failure of the dp (printed circuit board). And for the remaining findings the most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited e110 error optical filter failure, front panel blinking and flickering from the digital visual interface (dvi) output port and dp (printed circuit board) failure. There was no patient involvement.